Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. When tested with a new battery pack, it did power on and prompted a service code. They reported this did not occur during patient use.

Manufacturer narrative:
Troubleshooting with the customer determined that excessive self-testing contributed to the depleted battery. After installing a new battery and performing a manual self-test, the AED functioned as designed and remained in service. As a follow-up, proper maintenance procedures for the device were reviewed with the customer.